Event description:
Guidewire passage difficult/damaged or out of spec; it was reported that a vantex catheter was being inserted via left subclavin, catheter was threaded through the dilator and then inserted guidewire. Doctor met resistance and then heard a "pop". Removed guidewire and it was noted by the doctor that the "j" tip did not appear "j" shaped. Doctor had an angiograph taken to verify that the tip of the guidewire was not still in patient, angiograph was negative. Doctor is also going to perform a CT scan to confirm that the findings of the angiograph. There was no adverse event to the patient. Family was notified about the angiograph. Hospital is verifying with risk management if once the device is examined at the hospital then it can be returned to edwards for evaluation. It was noted that the guidewire appeared to unravel from the proximal "j" tip to approximately the 27 sontimeters area of the guidewire.

Manufacturer narrative:
Customer report was confirmed. The vantex catheter and the 0.032" guidewire were returned. The guidewire was received with a weld break on the j tip end. The outer coil wire has been uncoiled over a 25cm area. The outer coil on the straight tip end has also been stretched over an 8cm area. Unable to determine if there is any missing wire due to multiple broken wire ends found. A new 0.032" guidewire was passed tip to hub and hub to tip on the returned catheter without any abnormalities.